Event description:
Additional information from the patient indicated that they couldn't find their programmer and they didn't know how to turn the stimulation off. They called patient services and were told how to turn stimulation off. They put new batteries in the programmer and the issue is resolved. The device is working fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they had just reviewed with an agent on how to turn their stimulation off. Pt said they wanted to ensure it was off because this morning, if they turned a certain way, they would get shocked. Pt said they had then lost the programmer in their room so they could not get the stimulation turned off. Pss reviewed the buttons on the insr and confirmed that the pt's ins was off. Pt said the ins really does the job for them and mentioned that their hcp dr.(B)(6) mentioned an ins replacement due to their ins getting old (pt first mentioned that they did not have a managing hcp then mentioned dr.(B)(6). Pss reviewed ins battery life with pt and pt confirmed they understood however, still spoke about the ins replacement getting approved through medicare. Pss redirected pt to their hcp regarding ins replacement. Pt was extremely difficult to understand on the call. Case # (B)(4) & crts 3958392 for the report of pt mentioned that they were on about their 4th programmer antenna. Pss was only able to locate 2 previous cases. Redirected caller: patient's hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.